Event description:
The following was reported: "after the insertion of fogarty in the artery, the physician inflates the balloon and he was unable to deflate the balloon without or the syrenge. The balloon stay always inflated."